Event description:
It was reported that the controller screw hole where the battery cover screws in was stripped when opening the controller. The controller would be returned.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the threads of the screw hole where the backup battery cover connects was confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis. The heartmate 3 system controller was functionally tested and passed all testing without any issues or alarms. Upon removal of the backup battery¿s cover, it was observed that the threads of one screw hole was stripped. The screw for this hole was unable to be properly fastened. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook (rev. C) and heartmate iii instructions for use (IFU) (rev. D) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.